Manufacturer narrative:
(B)(4). The covidien service engineer (se) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. No components were replaced. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilators safety valve was open. There was no patient involvement.